Event description:
It was reported by the customer that the device was used during a laparoscopic appendectomy. The device had resistance when fired and then jammed. Another device was used to complete the procedure. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis showed that the tsw45 device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when trying to fire an already spent cartridge, the cartridge is designed to lockout after it has been fired as stated in the IFU: "if re-initiation of firing cycle, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.